Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that on there was an unspecified malfunction while infusing epinephrine on a patient. A reported "1ug/kg/mt" of epinephrine was ordered and was "prepared by the pharmacy and changed" at 11:30am. 50mls of epinephrine was set at a rate of 0.91 ml per hr. Around 5:30pm the primary staff noticed the epinephrine was about to finish and they prepared another infusion. They set the same dose of epinephrine to run at the same rate. During this time the patient condition was maintained with no change in vital signs but around 7:00pm "CPR was initiated and CPR was done." It is unknown at this time if the patient survived.

Event description:
It was reported that on there was an unspecified malfunction while infusing epinephrine on a patient. A reported "1ug/kg/mt" of epinephrine was ordered and was "prepared by the pharmacy and changed" at 11:30am. 50mls of epinephrine was set at a rate of 0.91 ml per hr. Around 5:30pm the primary staff noticed the epinephrine was about to finish and they prepared another infusion. They set the same dose of epinephrine to run at the same rate. During this time the patient condition was maintained with no change in vital signs but around 7:00pm "CPR was initiated and CPR was done." It is unknown at this time if the patient survived.

Manufacturer narrative:
The customer¿s reported complaint of an unspecified malfunction while infusing epinephrine was confirmed. The syringe module was identified with significant amounts of contamination on the barrel clamp assembly and misalignment of the syringe sizer assembly. The probable cause of the customer¿s reported unspecified malfunction is suspected to be a result of the syringe sizer misalignment which may have led to the user selecting an incorrect syringe selection. A review of the device history record showed the device had a manufacture date of (B)(6) 2015. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for s/n (B)(6) was performed in trackwise which does not confirm similar complaints with the same or related failure mode.